Event description:
It was reported that during an angioplasty procedure an alleged leak was found in the catheter shaft of the pta balloon during the first inflation attempt. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. The device was inflated with water, and a leak was identified at the proximal balloon butt joint. Upon closer examination, a partial break at the butt joint was identified, resulting in the leak. Therefore, the investigation is confirmed for the reported leak, as well as for a break at the butt joint. The partial break at the glue butt joint resulted in the identified leak. However, the definitive root cause for the partial break could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure an alleged leak was found in the catheter shaft of the pta balloon during the first inflation attempt. There was no reported patient injury.